Event description:
It was reported that boston scientific technical services (ts) was asked to consult inappropriate episodes of ventricular tachycardia due to oversensing on a cardiac resynchronization therapy defibrillator (crt-d). Ts noticed that the crt-d was seeing some non-physiologic noise on the electrogram which was causing oversensing, inappropriate anti-tachycardia pacing (atp) and pacing inhibition. Programming options and the need to determine the source of the noise were discussed. The crt-d remains in service. No adverse patient effects were reported.